Manufacturer narrative:
Per tandem's t;slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed 16.42 units with two hours remaining on insulin on board (iob), and requested assistance from tandem technical support in deleting the iob. Tandem technical support educated the customer that the iob represents the amount of insulin currently present in the body and the time remaining represents the hours that it will remain active. The customer acknowledged that the reported issue occurred due to user error due to delivering too much insulin. Blood glucose level was 248 mg/dl, and carbohydrates was consumed to ensure blood glucose level remained within range.